Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.

Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating the system does not emit sound. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips field service engineer (fse) traced the device failure to the device speaker. The fse provided the customer a quote for the repair of the device, but subsequently, the quote was not accepted. Based on the information available and the testing conducted, the cause of the reported problem was the device speaker. The reported problem was confirmed.